Manufacturer narrative:
This report is being submitted to report additional information. The reported unknown insertion tool was not returned. Therefore, the reported event could not be verified. Based on the evaluation, insertion tool malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown insertion tool) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the implant fell off the driver as it was being inserted. The implant became contaminated. Site was grafted with autogenous graft and patient was sent home. The treatment (procedure) was completed at a separate appointment. Tooth site # 6.

Manufacturer narrative:
Zimvie complaint (B)(4). Concomitant medical products: tmtb10, imp tm 3.7mm mtx full,10m, lot number 1233780.